Event description:
A customer reported that an ophthalmic console spontaneously stopped during a treatment and got stuck while priming. The procedure was completed successfully. The procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.10. The company service representative examined the system and replicated the reported event. The system messages (sm) [handpiece flow obstruction] and [ultrasound handpiece disconnected while footswitch engaged] displayed on the system. According to the company service representative, it is normal for the device to go back to the setup screen if the handpiece is no longer connected. The system was tested, and a ultrasound pcb controller issue was detected, which leads to the handpieces not being detected on the connectors. A repair quote was drafted for the replacement of the ultrasound controller pcb. The customer has not confirmed if the repair was carried out. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the non-conforming ultrasound controller printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).